Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that upon opening the pacemaker pocket for routine replacement for elective replacement indicator (eri), yellow serous fluid was observed in the pocket. On exposure, the device and proximal leads were covered with a yellow serous gelatinous material. The device was removed without difficulty and the leads remained implanted while attempting access from the opposite side. The patient became unresponsive and expired. The cause of death was reported as acute septic shock.